Event description:
It was reported "per dr (B)(6), xcela port was no longer functioning, so he explanted. Upon explanting the device, dr (B)(6) noticed the catheter was fractured. He removed the port, and the pieces of the catheter. Surgeon did not place another port inside the patient."

Manufacturer narrative:
The catheter fracture seems to be due to a grade 3 pinch-off. The catheter failed in fatigue resulting from clamping and declamping. Such effect is very well described in the literature and in our instruction for use. Te clinical signs of this pinch-off was met 'infusion nurse was receiving no blood return". A grade 3 pinch-off results on a catheter fracture and the recommendation of the explantation was followed by the surgeon. This risk is identified in our risk analysis (according to iso14971). The review of the instructions for use shows detailed/adequate instruction for port catheter placement and pinch-off warning. We attribute the reported defect to an incorrect handling of the surgical technique, which results on a grade-3 pinch-off with catheter fracture. (B)(6) (B)(6) 2010.